Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported entrapment of device, associated with the clip becoming caught on the anterior leaflet, was due to procedural circumstances during positioning in the left ventricle. The reported unintended movement (clip open during efaa), associated with clip opening from less than 20 degrees to roughly 25 degrees during establishing final arm angle/ efaa, appears to be due to the clip lock settling into a resting position which is a normal phenomenon. Without the device to analyze, a cause of the reported unintended movement (clip open while locked), associated with clip opening to 30 degrees after lock line removal, could not be determined. The reported unexpected medical interventions were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and redundant thick anterior leaflet. A mitraclip xtw was inserted and advanced into the left ventricle (lv). However, while in the lv, the clip became caught on the anterior leaflet. Troubleshooting was performed but was not successful. A decision to deploy the clip was made, but while establishing final arm angle (efaa), the clip continuously opened from less than 20 degrees to roughly 25 degrees. Troubleshooting was performed, and another efaa was performed, but the clip continuously opened from less than 20 degrees to roughly 20 degrees. Troubleshooting was performed, and the clip was able to close fully. Therefore, steps to deploy the clip were performed. However, after the lock line was removed, the clip opened from fully closed to 30 degrees. To stabilize the clip, two additional clips were implanted, reducing mr to a grade of 2-3. There was no clinically significant delay in the procedure.